Manufacturer narrative:
It was reported that the patient underwent excision of mesh on (B)(6) 2011 concurrently with right labial biopsy due to cystocele, dyspareunia and mesh exposure. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy on (B)(6) 2011 due to menorrhagia, dysmenorrhagia, sui, and cystocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, bleeding, dyspareunia, vaginal scarring and other. It was reported that on (B)(6) 2011 the patient underwent revision and excision of pelvic mesh due to cystocele, dyspareunia, and mesh exposure. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 10/22/2019. Corrected information: manufacturing site name. Additional narrative: it was reported that the patient underwent mesh excision surgery on (B)(6) 2017.